Manufacturer narrative:
The device was returned to zoll medical united kingdom; the malfunction was duplicated and attributed to the multi-function connector not being properly seated to the connector panel. The connectors were reseated and the multi-function retainer was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.